Event description:
It was reported that log files were submitted for review and captured 2 consecutive clusters of power cable disconnects alongside no external power events. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events and emergency backup battery was used.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.